Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences field clinical specialist, regarding a 23mm sapien 3 ultra valve in the aortic position, there was resistance of the valve through the 14f esheath plus but the valve and delivery system exited the sheath. A bent strut on the valve was observed after advancing the valve through the sheath. Physician wanted to proceed with deployment. Valve was successfully deployed in the aortic position. There were no patient injury. There was no damage observed on the other devices.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was provided by the site and revealed the following: patients left access vessel had presence of calcification, tortuosity, and undersized vessels. Minimum luminal diameter (mld) 5.5mm required for 14f sheath per IFU. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non vascular), procedural variables, and use related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures such as valve frame damage or compromised sheath and delivery system components as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The reported valve frame damage was empirically confirmed based on information received to date. Available information suggests patient factors (calcification, tortuosity, undersized vessel) and/or procedural factors (high push force) likely contributed to the event as reported there was resistance of the valve through the 14f esheath plus but the valve and delivery system exited the sheath. A bent strut on the valve was observed after advancing the valve through the sheath. Tortuous patient anatomy can create sub optimal angles that can lead to non coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Undersized vessels (e.g. Due to anatomical variation, pre existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway, resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Excessive device manipulation or high push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.